Event description:
[Steris sterilization system] treatment under emergency use authorization(eua): staff member had what appears to have been an allergic reaction from a reprocessed n-95 mask (3m 9205+) that had been reprocessed once in a steris v-pro 60 following protocols and returned to the original user. The user had been wearing the reprocessed mask in a patient room no more than 5 minutes with a full face shield over the mask - when she experienced eye burning, redness and watery eyes. She immediately exited the room and removed the mask. She flushed her eyes with copious amounts of water to relieve the burning sensation, which ceased in approximately 15 minutes. She has been instructed to only use new n-95 thereafter - and has worn new 3m 9205+ masks with the same shield and not had a re-occurrence. The usual quality and safety controls are in place for our steris v-pro 60 and nothing indicates a machine error or malfunction had occurred. Additionally, no other staff who have utilized reprocessed masks have reported similar issues. Thus reporting a single allergic reaction probably due to the small amount of residual that may remain on the mask after the vaporized hydrogen peroxide process.